Event description:
Baxter was notified of a patient who experienced a severe allergic reaction. The patient believes the reaction was from packaging containing di(2-ethylhexyl) phthalate (dehp). Additional information obtained on 11 mar 2010 indicates that the patient set up with intravenous (IV) fluid for the night. The patient opened a new packet and became aware of a strong chemical smell. The patient noticed her heart was beating faster, as the patient is prone to seizures and is familiar with the symptoms. The patient took medication immediately to relieve the symptoms. Migraine headache pain also started and the patient inhaled oxygen to relieve symptoms. About 1/2 hour later the patient felt ok. The patient believes that dehp used in the packaging brought on the reaction. The patient has stated that she has severe allergic reactions to many things.

Manufacturer narrative:
(B) (4). Evaluation summary: the actual sample involved was received for evaluation. A visual inspection was conducted on the returned sample with no abnormality observed. A review was also conducted on the packaging material and the packaging material does not contain dehp. A manufacturing batch record review was conducted on the reported lot number with no abnormality observed.

Manufacturer narrative:
(B)(4).a trend review was performed which included a search in the complaint handling system for complaints from (B)(6), 2008 through (B)(6), 2010, finding that the trend was neither decreasing nor increasing; therefore, the trend is stable.

Event description:
It was reported that post implant a realize adjustable band, the patient was experiencing no restriction. During a routine fill, they were not able to extract any fluid. A leak was detected at the port. On (B)(4), 2009 the port was removed and a new one was implanted. There was no reported patient complications.